Manufacturer narrative:
Through a service call, on (B)(4) 2015, the fse had the customer power down and remove covers from the incubator. The customer found a test cup wedged between the incubator and the cover. The customer removed the test cup and insured the incubator resulting in smooth instrument performance. The fse also had the customer clean the cup-presence sensor and the cup pick up claws. The customer ran a start-up procedure, performed quality control (qc) runs and ran patient samples with no further errors. Instrument was performing as intended, no further activities were required by field service. The probable cause of the event was a sticky cup pickup mechanism. A complaint history review for serial number (B)(4) was conducted from (B)(6) 2014 through (B)(6) 2015 for similar complaints. Only one (1) complaint similar to the present issue was found. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015 a customer reported rotor errors with their aia-600ii analyzer. The customer was unable to run ck-mb and troponin patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ck-mb and troponin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.